Manufacturer narrative:
Investigation summary: a complaint of a set leaking from the safety clamp was received from the customer. One sample was returned for investigation. Through visual inspection some kinks were seen in the tubing below the filament as well as near the bottom of the set, but they were able to be smoothed out. No other defects were seen during visual inspection so the set was then primed. A device history record review for model 2426-0500 lot number 20073424 was performed. The search showed that a total of 34,563 units in 1 lot number was built on 24jul2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint of a set separating from the lower y-site was received from the customer. A sample was returned for investigation. Through visual inspection of the sample discoloration could be seen throughout the tubing. The sample was then primed and infused, and no defects were found. The tubing was measured and found to be outside of specification. A device history record review for model 2426-0500 lot number 20073424 was performed. The search showed that a total of 34,563 units in 1 lot number was built on 24jul2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Investigation conclusion: during priming leakage was noticed at the safety clamp; the customer's complaint was confirmed. When getting a closer look at the site mentioned by the customer, the tubing was slightly pulled and separation was noticed; the customer's complaint was verified. Root cause description: the root cause for leakage is excessive force applied to clamp causing a small fracture, during packaging, transportation, or loading. The root cause separation was determined to be error in manufacturing of tubing. Rationale: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 3 as lvp 20d dehp 3ss cv sets' tubing was defective and leaked fluid into the chamber and near the pump during use. Additionally, one sets tubing disconnected at the lower y-site 2 times during use, once while initiating treatment and once while infusing lipids, leaking medicine onto the floor. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: event 3 (B)(6) 2020; occurrence 3): material no: 2426-0500, batch no: 20073424. It was reported that while priming the rn noticed that even after the tubing was clamped, the fluid was still dripping into the chamber, and the tubing was leaking near the part that goes into the pump. Event 4 ((B)(6) 2020; occurrence 2): material no: 2426-0500, batch no: 20073424. It was reported that the tubing disconnected at the lowest y-site two times; once when getting ready to initiate treatment and again while lipids were infusing, causing med to spill onto the floor. Event 3: date of event: (B)(6) 2020. Material no.: 2426-0500. Lot no.: (10)20073424. Description of defect: this rn went to prime tubing with IV fluids and noticed that even after the tubing was clamped, the fluid was still dripping into the chamber and the tubing was leaking near the part of the tubing that goes into the pump. Event 4: date of event: (B)(6) 2020. Material no.: 2426-0500. Lot no.10)20073424. Description of defect: this rn went to prime tubing with IV fluids and noticed that even after the tubing was clamped, the fluid was still dripping into the chamber and the tubing was leaking near the part of the tubing that goes into the pump. Event 5: date of event: (B)(6) 2020. Material no.: 2426-0500. Lot no.: (10)20073424. Description of defect: this rn went to prime tubing with IV fluids and noticed that even after the tubing was clamped, the fluid was still dripping into the chamber and the tubing was leaking near the part of the tubing that goes into the pump. Event 6: date of event: (B)(6) 2020. Material no.: 2426-0500. Lot no.: (10)20073424 description of defect: tubing from alaris pump infusion set disconnected at lowest y-site two times overnight while infusing lipids. Once when getting ready to initiate treatment, and again while lipids were infusing, causing med to spill onto floor. Ref (B)(4), lot (10) 20073424.